Event description:
Primary procedure, right knee. It was reported that a cemented patellar component was implanted without cement (it was believed to be a press-fit patella. There are no allegations against the device or its labelling). Discovery was made while the patient was in the recovery room. The patient was brought back to the o.r., cement was prepared, and the same implant that was originally implanted was then cemented into the patient. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
Primary procedure, right knee. It was reported that a cemented patellar component was implanted without cement (it was believed to be a press-fit patella. There are no allegations against the device or its labelling). Discovery was made while the patient was in the recovery room. The patient was brought back to the o.r., cement was prepared, and the same implant that was originally implanted was then cemented into the patient. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding user error involving a triathlon patella was reported. Conclusion: based on the provided information it has been determined that this event is associated with an off-label application. It was reported that a cemented patellar component was implanted without cement. Discovery was made while the patient was in the recovery room. The patient was brought back to the operating room, cement was prepared, and the same implant that was originally implanted was then cemented into the patient. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.